Manufacturer narrative:
(B)(4).although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bowel during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. Reportedly, the whole device was removed from the patient, and the procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned attached to the control wire. Microscope examination was performed, and it was confirmed under high magnification that the bushing was damaged. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: e1.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bowel during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. Reportedly, the whole device was removed from the patient, and the procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.